Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) coil impedance. The patient was brought in for a device check two days later and variable rv and svc coil impedance values were noted. One day later, the rv lead triggered a second alert for high undefined rv and svc coil impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.